Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy procedure, when the device was being used at roux-en y limb, the physician closed the jaws and tried to perform the 1st firing when the green indicator flashed, the clamp cover which was part of the reload moved slightly, however ,the device stopped immediately and the device did not fire at all. No staples were placed to the tissue, the device stopped on its own. The same event occurred even when the physician clamped again with the device. Replaced by another reload, the device could fire without problem. During the device attachment, they loaded with the yellow tab as indicated. No patient injury.